Event description:
The customer reported that the system failed to power up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 and 12 vdc power supplies were evaluated and identified as the cause. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.